Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, urinary tract infection, trichomonal vaginitis, upper respiratory infection, uterine contractions abnormal, dehydration and c-section. Concurrent conditions included morbid obesity, multiparous, menses irregular, depression, polycystic ovary and lightheadedness. In 2010, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one"). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe: imbalance"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) on 2010, dilation and curettage). At the time of the report, the pelvic pain, hormone level abnormal, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge, fatigue, weight increased, nausea and vulvovaginal pain outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2010. Current weight (B)(6) lbs. Date leave began: (B)(6) 2010. Date leave ended: (B)(6) 2010. Reason: severe bleeding/pain. Date leave began: (B)(6) 2010. Date leave ended: (B)(6) 2011. Reason: severe pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraines, menorrhagia, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: pfs and mr were received: lot number was added. Essure removal date and surgery were added. Events: imbalance, vaginal hemorrhage, menorrhagia, apareunia, bladder disorder, urinary disorder , migraines, headaches, nausea, dysmenorrhea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight gain, lower abdominal pain were added. Event onset date and outcome were updated. Reporter causality comments were added. Reporters were added. Medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, urinary tract infection, trichomonal vaginitis, upper respiratory infection, uterine contractions abnormal, dehydration and c-section. Concurrent conditions included morbid obesity, multiparous, menses irregular with excessive bleeding, depression, polycystic ovary and lightheadedness. In 2010, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one"). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe: imbalance"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) on 2010, dilation and curettage). Essure was removed in 2011. At the time of the report, the pelvic pain, hormone level abnormal, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge, fatigue, weight increased, nausea and vulvovaginal pain outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2010. Current weight 1911bs. Date leave began: (B)(6) 2010 date leave ended: (B)(6) 2010 reason: severe bleeding/pain date leave began: (B)(6) 2010 date leave ended: (B)(6) 2011 reason: severe pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraines, menorrhagia, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included pregnancy, urinary tract infection, trichomonal vaginitis, upper respiratory infection, uterine contractions abnormal, dehydration and c-section. Current weight 191 lbs. Concurrent conditions included morbid obesity, multiparous, menses irregular with excessive bleeding, depression, polycystic ovary and lightheadedness. In 2010, the patient experienced migraine ("migraines"). In august 2010, the patient had essure inserted. In november 2010, the patient experienced fatigue ("fatigue") and nausea ("nausea") and was found to have weight increased ("weight gain / loss specify which one"). In january 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes describe: imbalance"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and vulvovaginal pain ("vagina pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) on 2010, dilation and curettage). Essure was removed in october 2011. At the time of the report, the pelvic pain, hormone level abnormal, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, vaginal discharge, fatigue, weight increased, nausea and vulvovaginal pain outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2010. Date leave began: sep2010. Date leave ended: dec2010. Reason: severe bleeding/pain date leave began: dec2010. Date leave ended: mar2011. Reason: severe pain have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present: yes type of application: disability date (or year) application: 2014 nature of claimed injury/disability: fibromyalgia, ptsd outcome of application: pending as of july 2018 basis of your claim: u diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.4 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraines, menorrhagia, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new event plaintiff did not undergo essure confirmation test were added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.